Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the customer requested a bolus and an over-correction occurred. Blood glucose (bg) lowered to 50 mg/dl. Contact provided customer food to address low bg.